Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. Operational and diagnostic analysis confirmed reported issue of the buttons would not turn on due to corrosion on the keypad. Additionally; the device caused intermittent shorts due to the cable assembly, and the motor was intermittently seizing due to heavy corrosion. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation by replacing the keypad pcb, cable assembly, and motor. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Fluid ingress into the system is the possible cause for the corrosion in the keypad and subsequent shorts in the cable assembly. It can also be held responsible for the heavy corrosion of the motor which in turn, causes the motor to cease. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that two micro tornado handpeices with hand controls did not function in surgery. The buttons would not turn on. They unplugged and retried with no success to get them to operate. The or staff tried a 2nd hand piece and that one did not work as well. The 3rd hand piece worked fine and they were able to finish the case.